Manufacturer narrative:
The distributor in taiwan determined that the cause of the reported event was that the new turbine assembly was malfunctioning. The distributor in taiwan was shipped a replacement turbine assembly. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty turbine assembly for evaluation. As of the (B)(6), 2015 the alleged faulty turbine assembly has not been received.

Event description:
The distributor in (B)(4) reported that when this replacement turbine assembly was installed into a device the device alarmed "vent inop". The turbine assembly was an out of box failure. There was no patient involvement reported.

Manufacturer narrative:
Manufacturing received vela turbine and turbine interface. The vela turbine and turbine interface were visually inspected. The parts were installed in a known good unit with known good pcba main board. The unit came up vent inop with moto fault, circuit disconnect, and low ve. Events log recorded checksum error. The turbine interface pcba was replaced with a known good turbine interface pcba. The issue was corrected with the new turbine interface pcba. The issue was duplicated and isolated to the turbine interface pcba.